Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services confirmed the power consumption is increasing in a gradual fashion. A device replacement was recommended. There were no adverse patient effects reported. Currently, the device remains in service.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services confirmed the power consumption is increasing in a gradual fashion. A device replacement was recommended. There were no adverse patient effects reported. Currently, the device remains in service. Additional information was later received that confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.